Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The tech found the trend assembly and knob missing. The tech replaced the trend assembly to repair the bed.